Event description:
The user facility reported a 57-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) failed at the purge disc. The aic was replaced per the instructions for use recommendation. There was no patient harm or injury.

Manufacturer narrative:
The investigation into the purge disk issues has been completed. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The console was tested after arriving in field service. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. The root cause for the purge disc not detected alarm was a missing purge flag. The cause of the issue was a defective component.